Manufacturer narrative:
Title: extended view: totally extra peritoneal (e-tep) approach for ventral and incisional hernia¿early results from a single center. Source: surgical endoscopy (2021) 35:2005¿2013. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a study was performed between november 2017 and november 2018 on 171 patients who underwent extended view totally extra peritoneal approach for ventral hernia repair, where no. 1 v-loc pbt non-absorbable suture was used in closing hernia defect along with linea alba, and the peritoneum along with both posterior rectus sheath was closed using v-loc 2-0 absorbable barbed suture. A non-medtronic mesh was placed over the posterior rectus sheath. Complications included were surgical site infection and hematoma. Surgical site infection was treated with oral antibiotics. The patient with hematoma was readmitted for percutaneous drainage.